Manufacturer narrative:
(B)(4). Batch #: v95t1k. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the k12lt device was returned with obturator inserted thru the sleeve and the sleeve assembly components separated and the stopcock was returned inside a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon¿s quality system. Additional information was requested, and the following was obtained: please clarify how the trocar ¿was broken during skin penetration. It didn't work properly¿. Was the trocar having issues to insert? Or was the sleeve broken during the skin penetration? Or or was the obturator broken during the skin penetration? If other, please specify. Answer: using sterile technique, they have removed the instrument from the package. The trocar obturator and sleeve were packaged unassembled. To assembled, they removed the protective tip covering from the obturator and trocar sleeve and discard. They assembled the trocar by inserting the obturator into the trocar sleeve until they lock securely together. During penetration of the skin elements of the sleeve have been disassembled. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric gastric sleeve resection the trocar k12lt was broken during skin penetration. It didn't work properly and surgeon replaced it with k11lt. There was a 15 minute delay to surgery. There were no patient consequences.